Manufacturer narrative:
One volt pfa, sensor enabled catheter was received for evaluation. Spline 7 was fractured just proximal to the distal coupler which exposed sharp edges. Spline 7 read as an open circuit during electrical testing, consistent with the reported event and the spline fracture. Splines 1-6 and 8 and the shaft electrodes met specifications of acceptable resistance values. The eeprom was read with no anomalies noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured spline remains unknown.

Event description:
This report is to advise on a fractured spline with sharp edges found during investigation. During the af procedure, it was noted that baseline could not be obtained on electrodes 5 and 6. The pins were re-plugged, and baseline was attempted to be taken at different heart locations, with no resolution. The procedure was continued without using electrodes 5 and 6. There were no adverse patient consequences.